Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's prolite mesh product. Plaintiff alleges that she was implanted with a prolite mesh and suffered serious injury. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records was performed on the product part number and lot number provided in the report. The review found that the device met all specifications without any deviations.